Manufacturer narrative:
The lot number provided by the customer was not correct.

Event description:
The customer called in for help with his meter. While troubleshooting, he performed control tests and received results of 37 and 28 mg/dl. The normal control range was 102-142 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.